Event description:
Hcp reported "stimulator malfunction - patient experienced sharp jolt when turning on device, then stimulation dissipates". A follow up report will be sent when additional information is received.